Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not receive effective therapy from their drg system. As a result, surgical intervention was undertaken wherein the drg lead was revised ((B)(6) 2018) and effective therapy was restored post-operatively. Also, a lead was added for better therapy.